Event description:
Suture broke on two before tear could be reduced. Sales rep stated that the surgeon removed one out of four t's from the patient's joint. Additional fast-fix devices were used to complete the repair. A delay of 15-minutes resulted and no patient injury or complications took place.